Event description:
It was reported that during an implant attempt, ¿anode loop with the rv coil connections may appear slight rupture¿. The lead helix was turned many times but the helix would not fix. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. Helix is over retracted in the sleevehead. No coil damage noted. (B)(4).